Event description:
--

Event description:
Boston scientific received information that upon review of data from the remote monitoring system, a fault code indicating voltage too low for projected remaining capacity was observed. Technical services was consulted and recommended device replacement. Device memory was saved to a disk for further review. Engineering analysis confirmed the fault code and recommended device replacement. The data also indicated with a high likelihood that there was sufficient reserve for the device to maintain normal therapy functions for 28 days' time. The physician has elected not to explant the device at this time as the patient was noted to be too ill. To date, no adverse patient effects were reported as a result of this clinical observation.

Manufacturer narrative:
(B)(4). Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.